Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 380 mg/dl with polyuria and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting performed by animas customer support revealed that the pump was delivering insulin to the patient as programmed and intended; no mechanical issues with the pump were found. During troubleshooting, animas customer support discovered that patient was calculating boluses incorrectly and was overriding dosage recommended by the bolus calculator feature of the pump. The patient was also not replacing the infusion set every three days per instructions for use; the patient was changing the infusion sets every four-to-four and one-half days. Animas customer support referred the patient to their health care provider for diabetes management. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy associated with training/misuse issues.